Event description:
It was reported that prior to the start of a bph procedure, with a patient present and sedated, "the line breakers in hospital went down, after this the console would not start". The scheduled procedure was suspended. No injury to the patient/user reported.

Manufacturer narrative:
System analysis/service repair on march 20, 2015: the reported ¿xps not firing up¿ issue was confirmed. The fco-01020 voltage select board (vsb) and laser power supply assembly (lps) s/n (B)(4) were replaced. The system was tested and verified to meet manufacturer¿s specifications. The laser power supply (lps) s/n (B)(4) was returned to ams on april 28, 2015.